Event description:
A surgical technician reported that the system had low suction pressure during a surgical procedure. The procedure was completed with the same system. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
(B)(4).